Event description:
It was reported that during the procedure to explant the right ventricular lead, the physician noted the right atrial lead insulation exhibited an anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.